Event description:
Revision surgery. Srom fracture caused the patient pain and the inability to ambulate. The patient had an srom stem implanted. The patient reported hearing an "audible pop" 2 days before the revision surgery was booked. X-rays detected that the stem had fractured.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.